Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that floaters were observed in an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The floaters were further specified as "similar to a finger nail clipping (as opposed to a core)". This issue was identified during preparation and visual check. There was no patient involvement. No additional information is available.